Event description:
The wire on the stonetome broke; all pieces were retrieved. During an ercp, the physician was performing a sphincterotomy using electric cautery via a wire in the stonetome. After 2-3 times of cutting, the wire broke in two. The remaining items with the same lot number were pulled from stock.